Event description:
One day following an uvulopalatopharyngoplasty (uppp) and hyoid suspension procedure, the patient reportedly died. It was also reported that 5 1/2 hours following the procedure, the patient had undergone cardiopulmonary arrest and required a tracheotomy and resuscitation. The patient was checked two hours after cardiopulmonary arrest and appeared stable. The patient was found expired seven hours later. An autopsy was declined by spouse. The exact cause of death is not known. Based on information for this event, there was no indication the patient was injured during the procedure with the device or deterioration in health related to use of the device.

Manufacturer narrative:
It was reported the controller was returning for investigation. The controller has not been received to date. Once the device has been returned, an investigation will be performed and a follow up report will be provided. Two devices, procise xp plasma wand and a coblator ii controller, were used in the same procedure. A second medwatch report will be filed under MDR 2951580-2009-00044 for the plasma xp plasma wand.